Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was diagnosed with peritonitis while in the hospital for an unrelated event. It was unknown if the hospitalization was prolonged due to the peritonitis. The patient was treated with vancomycin intraperitoneally (1gm every 72 hours) and later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. The sample was not returned for evaluation. A review of all batch record documents was performed for h13j16019 and h13i13041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted for the batch. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).